Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that about two months ago they had poor telemetry or no telemetry with recharging and their recharger would not communicate. The patient did not have their equipment with them at the time of the report and would call back. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.